Event description:
The customer reported a crack on the bag after freezing. The crack is on the middle of the bag and the length of the crack is long. The customer did not use an overwrap bag to stabilize the bag and enable rescue of the frozen material. This is the first complaint for this lot with a incident rate below 0.01%.